Event description:
It was reported that the pump was continuously beeping when it was time to attach the cassette, but the screen reads stopped. During the call the alarm stopped, the cassette was attached and a no disposable, pump will not run event occurred. The cassette was removed and reattached, but the alarm persists. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.